Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that he had pain in the back when leaning forward. The consumer stated that the implant was not helping since implant and they have gone in for many adjustments. The patient clarified that "it works every which way but the way it's supposed to work, it doesn't work bending forward." The patient reported that the implant doesn't work when he is in the forward position. The indications for use were non-malignant pain and failed back surgery syndrome. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had difficulty charging since implant. The consumer stated they had tried everything, the belt was worthless and they had met with the manufacturer representative on multiple occasions. It was reported that the patient had been implanted in a weird place, fairly close to the spine where his back curved in. The consumer reported that when the patient started a recharge session while standing and gets all the boxes filled and then sits down the coupling lasts for 1-2 minutes then flashes off. The patient had baseline back pain due to turning the stimulation off because he did not want to go through the difficulty of recharging. The recharger antenna was damaged and a replacement was sent.

Event description:
Additional information received from the consumer reported that the replacement antenna did not resolve the poor coupling and difficulty charging and they were still struggling with the recharging. The consumer stated that they get it set with all squares filled and a minute later it flashes and no squares were filled. It was noted that one corner of the implant seemed to stick out. The consumer reported that the stimulation didn't kick in at the position they needed it, when the patient bends forward.